Event description:
Prior to my surgery, I was semi-retired, a licensed massage therapist and a 20-year red cross national volunteer. Although always physically active, I had pain and a limping gate for some years and upon advice from my doctor decided to see an orthopedic surgeon. Following an exam and x-rays, the surgeon told me that resurfacing was very safe, less invasive than a total hip replacement and I would be a good candidate for it. He made it sound very easy. At no time did he tell me about any other options to try first. (Subsequently I learned that a "good candidate" is someone under (B)(6); I was (B)(6) at the time.) On (B)(6) 2008, I had the resurfacing surgery. The component used was a stryker cormet hip resurfacing metal-on-metal device. Just ten days later, on (B)(6) 2008, I had my first dislocation while simply sitting in the back seat of a friend's car. It was painful but seemed to roll back in fairly quickly. I knew something horrible and serious had happened, so contacted the doctor, who did not believe me and was not concerned. On (B)(6), I had a second dislocation, while at home sitting on a chair relaxing. This time it was more painful than the first. The device dislocated nine (9) times between (B)(6) 2008. Something more was happening. In (B)(6) 2008, I noticed a baseball size lump growing at the surgical site. The physician told me it was a hematoma and not to worry. It continued to grow and subsequently it turned out to be a massive tumor attached to the joint. In (B)(6) 2009, a tenth dislocation occurred and by now the pain, from the surgery and the tumor, was excruciating; a living hell. I couldn't sleep for more than two hours at a time, every step was painful and it felt like a ratchet screwdriver was in my hip. I stood most of the time because I could not sit and relax as that was when my hip dislocated. My physical and metal health were deteriorating and I had no quality of life. I was constantly afraid of losing my ability to walk and/or even losing my leg. All this time, the physician continued to tell me it wasn't a "dislocation" because that was "impossible" and very rare. I knew it was a dislocation and continued to say so. Interestingly, in his chart notes he stated that I had dislocated even though he told me I didn't. He lied!) The physician did put me in a dislocation brace and prescribed physical therapy. I did all the exercises he told me to do. The physical therapist was concerned and knew that the hip had been dislocating and could feel and even measured the size of the growing tumor. The pt reported these concerns to the surgeon, who ignored them as he had ignored mine. I consulted another surgeon to see what was going on and to get a second opinion. He took an x-ray and then came in to see me. He wouldn't allow me to remove my brace, nor would he look at the tumor. His only comments were to talk about the wonders of the first surgeon, how great he was and that I should listen to what he had to say. What a waste of time! All I got out of this consolation was a bill. I am telling you this part of my story to emphasize how physicians cover for each over. During this time, I was the one who had to ask to get the tumor tested, to get ultra sounds, to get a CT scan, to get my blood tested for infection, etc. Because none of the physicians would listen to me or think I had a problem. It was the technicians and physical therapists who pushed the doctors to look closer at my problems. Even though I continued to experience pain and was extremely fearful of the hip dislocating, I was trying to go back to work in order to pay bills and keep my home. The physician/surgeon told me I was released for regular work in (B)(6), after the nine dislocations, and able to perform all normal duties, including exercise, work, massage and red cross volunteering. In (B)(6) 2009, it was determined that I should have a revision surgery - a full hip replacement. I had been begging for something to be done since the (B)(6) 2008, and specifically again in (B)(6) when I called for my own ultra sound and worried that I may lose my insurance. My original orthopedic surgeon refused until this time. All of a sudden he wanted me to have this surgery and now indicated that he would do it for free and would even assure that the hospitalization would be free. I no longer trusted him, as he had procrastinated and lied, or didn't remember what was in my chart. Either way, he was not someone I wanted cutting on me again; therefore, I found a new surgeon and chose to go to a different hospital as well. In (B)(6) 2009, I had a second surgery; a full hip replacement the component is a zimmer titanium and plastic. The surgery was very long and hard on my body. I lost a lot of muscle and tissue because what they called a "pseudo-tumor" was wrapped around the joint and tensor band down my leg. Again to emphasize how doctors cover for each other... Prior to my second surgery, I asked that the removed component be given to me for an independent study. I was again in mental anguish when a week before the surgery, the new surgeon's assistant said the surgeon would not perform the surgery if he could not give the original component to the first surgeon. I was so afraid he would not perform the surgery that I simply kept my mouth shut. At the pre-op, I asked the surgeon if this was true and he said "yes, that is true." I was told the component was going to be tested as it was part of a study. I was never told that I was part of a study. Subsequently, I learned that the component was sent to the first surgeon as it supposedly was his study and sent it to a research doctor in (B)(6). I contacted this doctor who said there was no study being conducted and that the component was sitting on the shelf. Ultimately I did get the component back and it is now in my possession. During 2010 and 2011, I contacted many state and federal agencies asking for their assistance. I sent hipaa my story and they said it wasn't in their jurisdiction. I sent the national orthopedic association my story and they also said they didn't handle these kinds of issues. I can't even remember every agency I contacted... I just wanted someone to listen to me, to help me get through this ordeal and god willing, to help with some of my financial suffering. One of the most disappointing of the agencies was (B)(6). I filled out their forms and sent my story detailing the medical issues and my complaints regarding the surgeons and their actions. I was told that the surgeons would not be allowed to retaliate against me. The board apparently did chastise the surgeons via a letter (which I was not allowed to see) which went into their files and that was it. Two years after the revision, hip replacement surgery, during the end of (B)(6) 2011, I unfortunately dislocated the new hip, presumably because I have very little muscle to hold it in. I had to be hospitalized for the hip to be put into place. Six weeks later, I went to see the revision surgeon for a check-up and he was so angry at met for going to the board of medical examiners he 'fired" me on the spot in retaliation. He stated that I couldn't expect him to continue to be my doctor after turning him into the board. (My complaint against him was because of his refusal to do the surgery unless I didn't contest him giving the stryker component to the original surgeon.) I then contacted about ten (10) attorneys via telephone and in person both locally, (B)(6), and nationally, (B)(6), ... Looking for anyone who might be interested in pursuing action again the manufacturers of faulty components. They all eventually responded that my case did not meet their criteria and it would not be worth pursuing it. (I have their correspondence.) Through an attorney in (B)(6), I learned of the FDA's "pre-market approval" (PMA) review process. This is why I am so frustrated and angry. Because the original component placed in me had prior FDA PMA approval and it was not recalled, my hands are tied and nothing can be done about the faulty product. This faulty product caused me to suffer extreme pain, financial loss, the ongoing fear of dislocation, the possibility of toxins still in my body and the complete loss of trust and confidence in not only the FDA but the entire medical systems. And on ((B)(6) 2012) I learn about dr. (B)(6), a cardiologist at (B)(6) who was featured on sunday morning, (B)(6) 2012. He was reporting on cardiac defibrillators and other heart devices as well as other life-saving medical devices, including the metal-on-metal artificial hips. The transcript from the show states: "...among these devices: metal-on-metal artificial hips which have been the subject of a recent recall. Tiny metal shards can break off, releasing toxins into the blood stream. It's believed that some 500,000 pts could be affected. The metal-on-metal hip was allowed to be grandfathered in on the approval of a similar device already on the market. This, says dr. (B)(6), is a faster and cheaper method to get a product approved. And it's a fundamental (and not uncommon) problem." I now want to do something to change the law as it pertains to the FDA/s pre market approvals and the grandfathering in of devices. As doctor (B)(6) states: "companies are allowed to supplement a new device on a precious approval without conducting any human safety tests. In addition to checking dr. (B)(6) research, I urge you to read the consumer report, (B)(6) 2012 issue on dangerous medical devices. I am most concerned with the new regulatory systems being debated in congress. As the article states, "... Congress is now debating a new law that would keep the present system virtually intact and ratify an agreement between the FDA and industry to get devices on the market even faster." I also want to point out on page 25, "medical devices often aren't tested before they come on the market. "What they're doing is conducting clinical trials on the american public," says (B)(6), a political consultant from (B)(6)." And, on page 26, "the FDA has yet to fully enforce even that minimal testing requirement. The agency routinely clears new devices in all three risk classes without clinical testing as long as manufacturers can show they are "substantially equivalent" to a device that has already been on the market." I am pursuing the following changes to be made: the law as it pertains to pt's rights. When someone complains to the (B)(6), he/she should have the right to know what action, if any, was taken and should be protected from retaliation from the medical community, i.e. Doctor. I want the FDA's pre market approvals and the grandfathering in of devices eliminated. I believe that the premarketing approval does not protect the consumer, it protects the industry. The FDA charges devices manufacturers only (B)(6) to review a new device and can take as little as three days, (compared to (B)(6) it charges to review a new drug application). The consumer on the other hand receives this device, and, in too many metal on metal hip cases, malfunctions. The pt has no recourse to get help with financial loss if it has a PMA and has not been recalled, while the manufacturer makes millions because it is allowed by the FDA to continue to make and use the device. I want all hospitals to stop surgeries where metal on metal devices are put into pts. In other words I want all metal on metal hip devices to be recalled. I would appreciate hearing from anyone who may be interested in my pursuit of consumer (pt) rights and making these changes. (B)(6).